Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a bd a-line¿ arterial blood collection syringe cracked post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The customer samples and photo were evaluated and the customer¿s indicated failure mode of damaged with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photo, the customer¿s indicated failure mode of damage with the incident lot was observed. Upon inspection and of the customer samples and review of the photo, samples did not meet the required specifications. Based on the investigation, a root cause could not be determined.